Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited pacing inhibition due to oversensing on the left ventricular (lv) lead channel. No adverse patient effects were reported. Currently, this crt-d system remains in service.